Event description:
It was reported that the patient underwent a gynecological l procedure on (B)(6) 2003 and mesh was implanted .it is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that patient experienced mesh erosion, dyspareunia, infections, kidney pain and urinary incontinence post implantation. Dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that due to pain, interstitial cystitis, urinary urgency and urge incontinence the patient underwent excision of mesh on (B)(6) 2012. (B)(4).